Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product.

Event description:
Asr revision. Asr hip resurfacing system - left. Reason(s) for revision: component loosening. Update ad 02 feb 2019: claimsuite alleges alval/soft tissue reaction.